Event description:
It was reported that externalized conductors were observed during routine follow up. The lead function is normal and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.